Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is a defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power unit. The last patient to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/model sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.